Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable, it was reported as not facilitating activation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable, it was reported as not facilitating activation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.